Manufacturer narrative:
Failure analysis noted that the pump had button error alarm and had no button response due to corroded keypad traces. There was no moisture damage at the electronic or motor assemblies. The pump had scratched display window, cracked case at display window corner (upper right and lower right corners), cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The customer's blood glucose reading was 130 mg/dl. The customer stated that the pump alarmed while he was asleep and he was unable to clear it because the pump froze. He stated that the pump was exposed to body sweat. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.